Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it got wet. Her blood glucose level was 350 mg/dl. The customer did not see any water behind the screen. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).